Manufacturer narrative:
This report was received via a user facility medwatch #mw5081253. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the center port at the ridge. The issue was identified during compounding prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 01/14/2018 and 01/17/2018. Correction/removal report number: 3010291427-09/12/2018-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.